Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they are still testing the replacement recharger and so far it was doing good and finally giving them a full charge. They stated they are still having to sit for 2-2.5 hours twice a week. The patient stated the poor coupling, burning from the antenna, and dead ins from difficulty charging have hopefully been resolved. No further complications were reported/expected.

Manufacturer narrative:
The previously reported conclusion code was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Analysis of the recharger (B)(4)() found that the device failed the oven test.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had coupling issues where if they moved at all while charging, they lost connection. The patient stated this has happened since the first time they charged in (B)(6) 2017. The patient also reported they felt like the ins recharger (insr) antenna was getting hot and burning their skin. The thermometer icon was reported on the insr. The patient stated a manufacturer representative (rep) was notified a couple of times the first of which was on (B)(6) 2017. The patient reported that on (B)(6) 2017 they sat with the recharger and the ins never got a full charge. The patient then reported that on (B)(6) 2017 they charged again because the ins stopped and died. The patient stated they sat for 3 hours but it did not charge completely and the ins battery showed ¿almost full¿. A replacement insr was sent. No further complications were reported/expected.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.